Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have carcinoid in the right middle lobe of the lung, cause unexplainted by pneumologist and surgeon, operated june 2021 bi lobectomy. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.